Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) there were several episodes of monitored atrial fibrillation (af) episodes due to right atrial (ra) lead far field r-wave (ffrw). The ra lead was analyzed and no anomalies were noted. The physician alleged that the ra lead ffrw seems to be detected from the implant. The device settings were re-programmed. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.